Event description:
It was reported that during an unknown procedure, the device cartridge fell off into the patient. The reload was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/14/2008. Evaluation summary: two devices (a-b) were returned for analysis. The devices were returned in good visual condition and with no reload present on the device. The devices were tested for functionality with a test reloads and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. In addition, the reload did not fall during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information on device b. Batch #-e5pc7x, expiration date: 06/2013. Manufacturing date: 07/2008.